Event description:
When pumping blood from the bowl to the holding bag, tubing came loose from luer lock connector and blood spilled on coiling, walls and staff. Pt had previously been identified as having hepatitis c. The pt was not affected by the event.